Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4) and (B)(4) the hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) got stuck in the shooter and could not be released, so it couldn't be used. A replacement device was used to complete the procedure. A new device was used and the cardiac surgical intervention was terminated. There was a procedural delay. No harm to the patient, the patient has completed the operation and is doing well.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/25/2023. Photographs were provided by the account. A photographic evaluation was competed. There were three (03) delivery devices observed in the photograph. Signs of clinical use were observed on two delivery devices. The seal remained in one of the delivery devices in a deployed unopened state. The seal in the other delivery device was observed to be in a deployed opened state. A third seal was not observed in the photograph. A visual inspection was conducted on 08/29/2023. Signs of clinical use and evidence of blood was observed on the delivery device as well as on the rolled seal inside the delivery device. The white plunger was observed to be depressed and the blue safety off, which allows for the white plunger to be depressed. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the delivery device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device and seal into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was confirmed. The lot # 3000298147 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.